Manufacturer narrative:
Additional information notes that the patient was treated for a ¿twice recurrent¿ ventral hernia. Per operative details, the hernia was noted in the umbilical area where the composix kugel appeared to be partially inside the defect requiring the mesh to be explanted. While the operative reports notes lysis of adhesions, there is no indication in the operative report that there were any adhesion noted to the composix kugel mesh. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. With the currently available information, no conclusion can be drawn. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. (B)(6) 2005: the patient was diagnosed with a ventral hernia and underwent repair with implant of a bard/davol composix kugel hernia patch. (B)(6) 2014--patient was diagnosed with twice recurrent ventral hernia with defective mesh, chronic cholecystitis. Patient underwent a diagnostic laparoscopy, during which lysis of adhesions, excision of the bard/davol ck mesh, cholecystectomy, and creation of fascial flaps was performed. And open insertion of a non bard/davol biologic mesh for recurrent ventral hernia. The operative report notes "the mesh (composix kugel) appeared to be partially inside the defect and completing the repair without removing the mesh was an impossibility. A plane was created above the mesh but below the fascia." "We made great care that no injury occurred to any intestine or surrounding structure. We were able to drop the mesh inside the abdominal cavity".

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery to repair a complex umbilical hernia. Patient's surgeons laparoscopically implanted a large circle bard composix kugel hernia patch. On (B)(6) 2014 - due to pain and suffering caused by the defective hernia repair product, patient's surgeon explanted the defective hernia repair product. The attorney alleges the patient experienced pain and suffering, disability, additional surgical procedure and explant.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide recall information for the composix kugel device. With the current information available, no definitive conclusions can be made.